Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. Subsequently, a revision procedure is indicated on an unknown date due to recurring dislocations. Information provided reveal that dislocations may have been due to a fall that was not caused by the implant.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09161 / 09162).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to recurring dislocations possibly caused by a patient fall. The modular head and liner were removed and replaced.